Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during drain dwell 4 of 5. The technical service representative (tsr) assisted with troubleshooting. The tsr then explained that the supplies were compromised and the hp would need to start over with new supplies or finish manually. The hp wanted to end therapy for the night. The tsr advised the hp to call their registered nurse (rn) within the next 24hours and let them know what happened and to inform them about the missed therapy. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated that the patient just came in for their check up, and they seem to be doing fine. They stated they have not seen any negative affect caused by this alarm. The patient is fine. No further information was obtained. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4).